Event description:
It was reported that the device had a intermittent error. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor assy for channel error 240.4150,rear case housing assy contamination,iui connector assy corrosion. Lvp bezel post recall completed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 01/12/2017 to the present date 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Pa-2014-0026 for pressure sensor, ca-2018-0161 for iuis.

Event description:
It was reported that the device had a intermittent error. No patient involvement.

Manufacturer narrative:
Additional information: a1, h3, h6, h7, h9, h10 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 12jan2017 to the present date 19jan2021 and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a intermittent error. No patient involvement.